Event description:
The manufacturer received information that a patient with a rep dreamstation bipap autosv device has passed away and the wife would like to return it. There was no allegation that the device contributed to the death. No additional details were provided. The device has not yet been received for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.